Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion of the mesh, the patient experienced pain, infection, bleeding and dyspareunia. It was reported that the patient underwent mesh revision/resection on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 concurrently with a laparoscopic assisted vaginal hysterectomy/bilateral salpingo-oophorectomy. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention.